Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were random unspecified "pump errors". The is a generalized feedback, no further information available. Additional information received from the customer stated that the errors were air in line or occluded alarms which were unable to resolve. This was reported to bd representatives during site visit. There was patient involvement but no harm.